Event description:
Country of complaint: (B)(6). After the key was inserted into the vertebral body to marking with kitchener wire, the tip broke while removing the key and remained inside the patient body, achieving removal of the same only with a drill and gouge, but there was no damage to the patient. There was no surgical delay.

Manufacturer narrative:
Manufacturing site evaluation: the instrument exhibits a forced fracture as a result of torsion and failed therefore due to mechanical overload. It is possible that the instrument was inserted too far into the pedicle. It is possible that too much torque was applied to the instrument.